Event description:
During an atrial fibrillation procedure, display issues resulted in the cancellation of the procedure. It was recognized that the mapping catheter was collecting voxels but no geometry with its splines. The electrodes were checked, the left leg electrode and the surface electrode were both replaced, and the catheter was replaced. Validation was done again and the study was restarted. After switching to navx mode, a completely flat geometry was observed. After all troubleshooting attempts were made, the case was ended without ablating. There were no adverse consequences to the patient. The ablation was completed the next day using a competitor system.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
The case study and collect logs were provided for review. Review of the study shows that although voxels were collected, the catheter was not within the voxel cloud and so it appeared in low confidence mode. It is expected behavior that model will only collect from the shaft when the catheter is in low confidence. See ensite x ep IFU, sensor enabled¿ catheter visualization. The software is functioning as designed.